Manufacturer narrative:
The device was returned to zoll medical germany, where the reported malfunction of the display switching off intermittently was observed. However, the device was then returned to zoll medical corporation and the malfunction was not observed or duplicated. The reported malfunction of a faulty ECG was not observed or confirmed at either location. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: drt. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display was intermittently switching off and the ECG was not functioning. Complainant indicated that there was no patient involvement in the reported malfunction.